Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0195 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw0195) have been reported from the same facility in (B)(6).

Event description:
It was reported "that sister (confidential) from hospital under doctor (confidential) medical oncologist was trying to place ¿groshong nxt clearvue 4f PICC ¿ in one of her patient today at 6.00pm (B)(6) 2022) but she was unable to insert the catheter in vain. She was mentioning, stylet tip was far behind(3cm) from the distal valve of catheter and it bend while inserting she also tried new second unit of same product but again she was facing same problem. Both the catheters got damaged, she tried 6 time but she could not succeed with the placement and she planned same patient some other day because there were many pricks. " this report addresses the second device (unit) used.

Event description:
It was reported "that sister (confidential) from hospital under doctor (confidential) medical oncologist was trying to place ¿groshong nxt clearvue 4f PICC ¿ in one of her patient today at 6.00pm ((B)(6) 2022) but she was unable to insert the catheter in vain. She was mentioning, stylet tip was far behind(3cm) from the distal valve of catheter and it bend while inserting she also tried new second unit of same product but again she was facing same problem. Both the catheters got damaged, she tried 6 time but she could not succeed with the placement and she planned same patient some other day because there were many pricks. " this report addresses the second device (unit) used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the catheter was unconfirmed because the product meets specification. Two open 4fr s/l groshong nxt catheter kits were returned for evaluation. The catheters were returned with the flushing stylets inlaid within the catheter lumens. The proximal ends of the catheters were found on the flushing blunts, per design. One of the samples had the catheter about midway on the flushing blunt while the other sample was closer to the flushing adaptor. The distance between the distal ends of the stylets and the 3-way groshong valves were measured and found to meet the device specifications. Microscopic examination of the distal end of the stylets and catheters did not reveal any evidence of permanent deformation from device kinking. The outer diameters of the stylets were measured and found to meet the device specifications. When an attempt was made to thread the catheters through the microintroducer sheaths, the catheters could be threaded through without unusual resistance. As the reported issue could not be reproduced, this complaint will be recorded as unconfirmed. However, the complaint has been documented and will continue to be monitored though ongoing complaint trending. Possible contributing factors could include mechanical interference between components or clinical technique. H3 other text : evaluation findings are in section h.11.